Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in mildly tortuous and severely calcified common femoral artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was simply removed from the patient's body. The procedure was completed with a different device. There were no patient complications reported.